Event description:
It was reported that during a peripheral treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and severely calcified left common iliac artery (cia). The 6.0mm x 40/80 sterling over-the-wire balloon catheter was being used for pre-dilatation of the lesion. During the first inflation, the balloon ruptured at an unknown atms. The balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received at the complaint investigation site (cis) for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).